Event description:
It was reported the pt felt a surging or fading sensation while simulator is turned on or off. The pt reported no known accident or incident had occurred related to this report. The device was reprogrammed, but ultimately was replaced. No outcome was reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
See scanned page.